Event description:
This report summarizes 3 events for the failure: fracture. 3 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 3 events were reported for this quarter. Product return status: 3 devices had investigation types that have not yet been determined. Additional information: 3 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30, 2025. This report summarizes 3 events for the failure: fracture. - 3 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99224. Supplemental rationale, corrected data: b5, h6, h11. 3 previously reported events were included in this follow-up record. Product return status, 3 devices were not available for evaluation. Evaluation findings (results/components), 3 devices: no findings available / part/component/sub-assembly term not applicable. Product disposition, 3 devices: scrapped by customer.